Manufacturer narrative:
(B)(4). Year of birth: (B)(4). Concomitant medical products: nexel humeral component. MFR site: foreign country: (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation; due to the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient has been indicated for revision due to implant fracture. Attempts have been made and additional information on the reported event is unavailable at this time.